Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device was not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support. 21 devices were evaluated in the field and the issue was confirmed; 9 devices had broken/damaged components, 2 devices had electric shorts, 7 devices had worn components, 1 device had a stripped component, 1 device had an incorrect/incompatible component, and 1 device had a missing component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe>22 </noe> malfunction events, where it was reported the zoom stopped during use. There was one instance of patient involvement, with no consequences to the patient.